Manufacturer narrative:
Preliminary analysis showed that the device operated within specifications.

Event description:
Reportedly, an unexpected battery impedance evolution was observed between penultimate (2,48kohms) and ultimate (12kohms) follow-ups. It was reported that the battery reached rrt. The subject device was explanted and was returned for analysis.

Event description:
Reportedly, an unexpected battery impedance evolution was observed between penultimate (2,48kohms) and ultimate (12kohms) follow-ups. It was reported that the battery reached rrt. The subject device was explanted and was returned for analysis.

Event description:
Reportedly, an unexpected battery impedance evolution was observed between penultimate (2,48kohms) and ultimate (12kohms) follow-ups. It was reported that the battery reached rrt. The subject device was explanted and was returned for analysis.